Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that there was a clot formation in the right atrium that was found on the tip of the sheath. The procedure was cancelled. During a pulmonary vein isolation procedure, a versacross connect for faradrive kit was selected for use. 11,000 units of heparin was given during groin access and an activated clot time of 198 sometime after the heparin was given. Initially the sheath was inserted with a versacross connect for faradrive dilator; however, the sheath was difficult to advance through some difficult anatomy so the dilator was exchanged for the native faradrive dilator. They were then able to advance the sheath to the right atrium and left the sheath parked while the dilators were once again exchanged (versacross dilator was advanced through the sheath). The sheath was left for approximately five to seven minutes and after that time they noticed a clot in the right atrium that was attached to the sheath. The versacross dilator was then removed, and the clot was removed with a syringe at the base of the sheath. An additional 10,000 units of heparin was given. The right atrium was examined with intracardiac echocardiography (ice) and no further clots were seen. The patient pressure was normal, and oxygenation was stable at 98 to 99 percent. The patient was admitted to the hospital for further imaging and observation. The patient is expected to fully recover. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
Correction to the initial MDR in block(s) b2 - outcomes attrib to adv event, in section b - adverse event/product prob. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that there was a clot formation in the right atrium that was found on the tip of the sheath. The procedure was cancelled. During a pulmonary vein isolation procedure, a versacross connect for faradrive kit was selected for use. (B)(4) units of heparin was given during groin access and an activated clot time of 198 sometime after the heparin was given. Initially the sheath was inserted with a versacross connect for faradrive dilator; however, the sheath was difficult to advance through some difficult anatomy so the dilator was exchanged for the native faradrive dilator. They were then able to advance the sheath to the right atrium and left the sheath parked while the dilators were once again exchanged (versacross dilator was advanced through the sheath). The sheath was left for approximately five to seven minutes and after that time they noticed a clot in the right atrium that was attached to the sheath. The versacross dilator was then removed, and the clot was removed with a syringe at the base of the sheath. An additional (B)(4) units of heparin was given. The right atrium was examined with intracardiac echocardiography (ice) and no further clots were seen. The patient pressure was normal, and oxygenation was stable at 98 to 99 percent. The patient was admitted to the hospital for further imaging and observation. The patient is expected to fully recover. The device is not expected to be returned for analysis (disposed).

Event description:
It was reported that there was a clot formation in the right atrium that was found on the tip of the sheath. The procedure was cancelled. During a pulmonary vein isolation procedure, a versacross connect for faradrive kit was selected for use. 11,000 units of heparin was given during groin access and an activated clot time of 198 sometime after the heparin was given. Initially the sheath was inserted with a versacross connect for faradrive dilator; however, the sheath was difficult to advance through some difficult anatomy so the dilator was exchanged for the native faradrive dilator. They were then able to advance the sheath to the right atrium and left the sheath parked while the dilators were once again exchanged (versacross dilator was advanced through the sheath). The sheath was left for approximately five to seven minutes and after that time they noticed a clot in the right atrium that was attached to the sheath. The versacross dilator was then removed, and the clot was removed with a syringe at the base of the sheath. An additional 10,000 units of heparin was given. The right atrium was examined with intracardiac echocardiography (ice) and no further clots were seen. The patient pressure was normal, and oxygenation was stable at 98 to 99 percent. The patient was admitted to the hospital for further imaging and observation. The patient is expected to fully recover. The device is not expected to be returned for analysis. It was further reported that the patient was discharged the following day and is fine. There was no further signs of clotting.

Manufacturer narrative:
Due to additional information received, this second supplemental report is being submitted due to the updated field describe event or problem (b5), in section b - adverse event/product prob. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.